Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt could not feel stimulation even when output current was increased to 3.25ma. The pt indicated that they may sometimes feel stimulation when they turn their neck. The pt had undergone generator replacement surgery two months prior. Investigation to date has been unable to determine whether the original lead may have been damaged during generator replacement surgery or whether a new lead was implanted and may possibly not be properly connected to the generator. Review of x-rays did not reveal any obvious discontinuities in the ncp system. It is not known whether or not revision surgery is planned.